Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. A completed questionnaire was not received. (B)(4).

Event description:
A clinic director reported that during an intraocular lens implant procedure, the delivery system lost resistance and punctured the posterior capsular bag. A vitrectomy was performed. The incision had to be enlarged to remove the lens and implant a back up lens into the sulcus. The wound was closed with multiple sutures. In follow up, it was determined that the patient developed endophthalmitis, which required increased frequency treatments of postoperative steroids and also intravitreal antibiotics starting two days after initial event. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Initially the surgeon reported event date as (B)(6) 2016, then in a plaintiff complaint report the event date was given as (B)(6) 2018. Now in a second plaintiff complaint, the event date has been changed back to (B)(6) 2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that one month after the cataract removal, the patient was diagnosed with a retinal detachment and had it repaired.

Manufacturer narrative:
(B)(4).

Event description:
An attorney reported that the patient suffered bodily injury and resulting pain and suffering, disability, disfigurement, mental anguish, aggravation of a pre-existing condition, loss of capacity for the enjoyment of life, expense of medical and nursing care and treatment, loss of earnings and loss of ability to earn money.